Event description:
Related manufacturer reference number: 2017865-2022-47757, 2017865-2022-47758, 2017865-2022-47760. It was reported the patient presented to the hospital. Upon examination, it was observed the patient had endocarditis and the implanted cardioverter defibrillator system was explanted. Slight lead vegetation was noted. The patient was stable and being monitored.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined. The reported event will continue to be monitored and trended.